Event description:
The pulmonary artery catheter (pac) temperature was 103.8 and did not correlate with the patient's temperature when using other methods.manufacturer response for catheter, flow directed, swan-ganz, vip: called and left detailed message. Waiting for response.